Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician was trying to access the ampulla, the tip of the device was noted to be damaged/ripped. The physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length kinked.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): working length kinked. A visual examination of the returned device found that the working length was kinked. The tip of the device was also found to be damaged/torn. The distal end of the guidewire lumen was also found torn. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.